Manufacturer narrative:
Product analysis: product analysis: analysis of the external pulse generator (epg) was able to confirm the customer comment of an error code displayed, the main printed circuit board (pcb) was out of specification. Analysis also noted that the hanger was broken, keypad window was scratched, battery shortening bar was contaminated and one case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The epg was returned for service after displaying an error code and subsequently tested out of specification during manufacturers analysis. There was no patient involvement.